Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented with chest pain and dyspnea with exertion and was referred for cardiac catheterization. The 80% stenosed, 7.00 mm x 2.75 mm target lesion was located in the mid left anterior descending (lad) artery, extending to the distal lad. The target lesion was treated with direct stent placement using a 2.50 x 20 mm taxus liberte stent. After the stent was placed, "distal transition" was noted and treated with placement of a 3.00 x 16 mm taxus liberte stent overlapping distally the previously placed study stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented with chest pain and dyspnea with exertion and was referred for cardiac catheterization. The 80% stenosed, 7.00 mm x 2.75 mm target lesion was located in the mid left anterior descending (lad) artery, extending to the distal lad. The target lesion was treated with direct stent placement using a 2.50 x 20 mm taxus liberte stent. After the stent was placed, "distal transition" was noted and treated with placement of a 3.00 x 16 mm taxus liberte stent overlapping distally the previously placed study stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the same day on aspirin and prasugrel.